Event description:
On a scheduled follow-up performed on (B)(6) 2015, 9 ventricular fibrillation episodes were detected (without therapy) and 223 classified as others all of them due to noise detection. The physician performed several maneuvers to exclude external interference. The date and time of the noise episodes are not related with specific activity of the patient. On (B)(6) 2015 a re-intervention was performed to replace the right ventricular lead for a new one. The isoline was caped and abandoned.